Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The concentration or dose was reported as ¿230 milliliters or something¿. The date of the event was (B)(6) 2017. It was reported the patient had been having an ordeal for 2 and a half years. The pump was not working right. No symptoms reported. No further complications were reported.